Event description:
The patient was successfully implanted with this 21 mm sjm trifecta valve on (B)(6) 2010 as part of the trifecta durability study. From (B)(6) 2015 to (B)(6) 2015 the patient was hospitalized due to heart failure with significant dyspnea. The patient had an ECG (atrial fibrillation), echocardiography (heart failure nyha iii) and medication (furosemide). The working diagnosis was structural valve deterioration (leaflet tear). The patient's clinical condition improved with medical management. The patient was readmitted on (B)(6) 2015 with congestive heart failure due to structural valve deterioration (leaflet tear) and the patient was treated with diuretics (furosemide). The valve remains implanted and the patient continues medical management.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.